Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(6) shutdown unexpectedly. The customer powered the console back on, but it failed to restart. No patient injuries were reported.

Manufacturer narrative:
Section b5 was corrected. Sections d9 and h4 were updated. The reported complaint that the thermogard xp ivtm system (sn (B)(6) suddenly shutdown was confirmed during functional testing. The root cause of the reported complaint was the defective power module, due to failed components. The thermogard console failed the initial functional test as it would not power on, confirming the customer's reported complaint. During the visual-functional inspection, it was found that the fuse had blown, and the power cable was deformed, possibly due to internal heat. Additionally, the terminal insertion port was worn and deteriorated. The terminals on the ac inlet side were also worn and deteriorated, making it difficult to securely fix the power cable, which resulted in a loose connection. The power module was replaced to address the problem. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn (B)(6) suddenly shutdown. The customer powered the console back on, but it failed to restart. No patient injuries were reported.